Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was not confirmed. A visual inspection performed on the returned device and noted a cut on the pink rubber of the scope's control body. The bending section glue was noted to be cracked, peeling with discoloration and sharp edges.

Event description:
The service center was informed that after reprocessing, there was still some residual behind the scope¿s elevator that appeared to be blood. It was reported that the scope had been washed three times. A manual cleaning and reprocessing was done all over again as the residue was noted. The scope was not used on the patient as the blood was noticed prior to the procedure. The procedure being performed is unknown as well as the patient details. However, the procedure was able to be completed with a new scope that was the same model. The scope was not cultured. There was no harm to the patient. Additionally, the user facility reported high level disinfectant solution is being used and it is believed to be acecide-c. Pre-cleaning is being done immediately after a procedure. The endoscope is being leak tested prior to manual cleaning with an olympus leak tester. The model is unknown. The endoscope channel is being brushed during manual cleaning with olympus brushes that are single-use. The models are unknown. An oer-pro by olympus is being used to reprocess the endoscope. The serial number is unknown. The minimum effective concentration is being checked prior to every insertion of the scope. There has not been any issues noted with the aer. There is no flushing of air into the channel of the endoscope after reprocessing. The last time a reprocessing in-service was provided was a couple weeks ago and they were also there on (B)(6) 2020. There has not been any change in the reprocessing personnel and all reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored vertically in a standing cabinet by olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. Additional information from the legal manufacturer (lm) states that the phenomenon could be prevented by brushing around the forceps elevator and instrument channel. ¿look at the right side of the instrument channel opening from the distal end, brush the interior of this part with the cleaning brush (maj-1534) until all debris is removed." The lm determined that the cause of the reported event can be attributed to user's handling/improper reprocessing. The lm recommends the customer follow steps provided in instruction manual. ¿reprocessing before the first use/reprocessing and storage after use¿ this instrument was not cleaned, disinfected, or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures.¿ after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance.